Event description:
Coiling treatment was conducted of an aortic aneurysm. Upon positioning of the coil, it was reported that the coil prematurely detached partially within the catheter. The coil and catheter were removed together. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned for eval as it was discarded. (B)(4).